Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and contacted support after noting that their last recorded meal announcement on the ilet was for dinner the prior evening, while breakfast that morning was not announced despite the user believing it was. The user¿s blood glucose was 322 mg/dl at the time of the call and decreased to 296 mg/dl during the interaction. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without alerts, alarms, or hospitalization. Investigation included remote review of device-reported meal announcements and user confirmation of infusion set status. Investigation of this case revealed a missed meal announcement as the most likely contributor to the elevated glucose, with no evidence of infusion set leakage, kinking, or device alarms. It was concluded, based on previously established findings for similar reports, that user interaction with the device, specifically a missed meal announcement, was the cause.